Manufacturer narrative:
Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has been previously sent into service for the reported condition of "failure code 814:04." (B)(4).

Manufacturer narrative:
The condition of failure code 814:04 was confirmed through evaluation. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During service by a baxter service technician, failure code 814:04 occured during the pre-screen activity interrupting delivery. There was no report of patient involvement, injury or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available.